Manufacturer narrative:
Samples were not received for the investigation. Photos were provided however the reported issue could not be confirmed based on the review of the phots. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the information available to us, we were unable to confirm the event. All information received will be used for further tracking and trending purposes. If more information is received at a later date, the investigation will be reopened, and the investigation will be updated accordingly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the hub of needle cracked when it was twisted to tighten into syringe. Per additional information received, there was no medical intervention required.